Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started the ilet pump experienced hypoglycemia after initiating therapy and contacted support for guidance; the user treated with orange juice and candy, received education to use 15 grams of fast-acting carbohydrates and repeat as needed, and was advised that paused delivery would resume and the system would continue adapting. Symptoms included low blood glucose. Outcomes included user education and troubleshooting without escalation or hospitalization. Investigation included telephone-based assessment and education regarding hypoglycemia management and pump operation. Investigation of this case revealed no device malfunction identified, with the event occurring during early adaptation of the system and with potential for overtreatment being reviewed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.